Event description:
Guide catheter al 1.0, was attempted to cannulate the right coronary artery. Upon torquing it was noticed that pressure changed and that the guide was kinked just outside the distal end of the sheath. The physician tried to un-torque the guide in the other direction to fix it and take it out. When that was attempted then the guide developed another kink about 6cm above the original kink. At this point the physician attempted to remove the guide, but it detached from one of the kinks and the remainder of the guide was left in the body above the sheath. A snare was deployed that brought the guide close to the sheath. An 8f sheath was exchanged for the 6f to facilitate snaring. Part of the guide was successfully taken out. It was cut to allow a wire to insert into the guide for smooth removal of guide and sheath simultaneously. An closure device was deployed to seal the groin with no further incidence. The braids on the wire cut through the glove on the tech, but never reached his skin as he was double-gloved.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
The actual complaint sample was returned and evaluated. Visual examination of the returned guide catheter revealed that the device was in three pieces and bloody. The section of the guide catheter containing the hub is 36.5cm in length and also has two kinks on the shaft. There is a torsional kink located at 22.5 and a flexural kink located at 24.5cm from the end of the strain relief. The smaller section of the guide catheter shaft that is broken and cut measures approximately 3.5cm in length. The distal section of the guide catheter measures approximately 61.5cm. There is a torsional kink located at 36cm that resulted in the shaft separating. The shaft of the guide catheter also has a cut located at approximately 40cm. The visual inspection of the guide catheter the shaft was torqued beyond the design expectation leading to separation. The guide catheter inner and outer diameter measurements were found to be within the manufacturer specification indicating that the wall thickness was not a contributing factor. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for broken shaft; device shaft torqued beyond design expectation. The analysis is complete as of today (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.